Event description:
Description: I ordered a pair of contact lenses from lens.com on (B)(6) 2026, based on my valid prescription (exhibit 1). Prior to placing the order, I was assured that I would receive the same brand prescribed by my doctor, optima xtra, which lens.com prominently advertises on its website (exhibit 2). Despite this assurance, I was sent boston x02 lenses instead of optima xtra (exhibit 3). The substitute lenses were not authorized by me and have caused significant eye irritation, making them unusable. When I contacted lens.com to report the error and request assistance, my concerns were dismissed and no resolution was offered. This is unacceptable. I am requesting a full refund for this order and written instructions, including a return address, so I may send back the defective lenses. (Exhibit 4).